Manufacturer narrative:
The product was returned. Blood and solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut in half, typical of insertion and removal. Both cut optic portions have scratches and small split/cracks. Qualified associate products were indicated. The root cause could not be determined for the reported complaint of "defect in lens after implantation". The specific lens issue was not specified. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. Additional information was provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was implanted and a defect was seen on lens. The lens was removed and another lens was implanted instead. There was no harm to the patient. Additional information was requested.